Manufacturer narrative:
Aerogen have taken the appropriate measures to review and investigate the complaint received. Aerogen have requested further information from the reporting healthcare worker to determine further details on the event. A review per aerogen's 'field correction/removal procedure' was completed based on this complaint received. Based on the the nature of the complaint, and current investigation in progress it has been concluded that no field correction or removal is required by aerogen at this time. This will be reviewed as investigation progresses and if any further information becomes available to aerogen which may impact the previous no fsca determination, the review and conclusion will be documented within the subsequent report. The device was not returned for investigation , insufficient evidence to determine a failure mode . Complaint details : a few patients weight range from 5 - 15kg were using aerogen solo with fisher & paykel airvo2 (high flow nasal cannula) with flow range 10 - 30lpm. Humidification temperature was fixed at 34 [?] C. Common drug used was salbutamol diluted with nacl (1:4). In the middle of the session, these patients found to be not comfortable during neb due to high condensation happened at the end of cannula tips, some of desaturate to below 90% of spo2 because of patient couldn't tolerate with the condensation happen. This condensation happened during neb session only. Clinical review: in these complaints the complainant refers to discomfort due to condensation accumulating at the tips of the nasal cannula. Interruption to hfnot due to this effect is suggested to have contributed to a desaturation "below 90%" because the "patient couldn't tolerate the condensation". Firstly, concurrent aerosol drug delivery via aerogen® nebulisers or [?]similar devices' is common and widely used and clinically, would be considered to be well tolerated, it is not believed to impeded ventilatory support during the time of inhalation . A potential for a negative impact on patient comfort during concurrent aerosol drug delivery via hfnot is described in the clinical literature with "aerosol nasal dripping" or "rain out" where aerosol condenses and accumulates as liquid is well described2,3. This phenomenon occurs, particularly where nasal cannula are used as the pathway for the aerosol is narrow, the humidity of the delivered gas already very high, and aerosol may impact against the cannula and collect into droplets. While adults typically tolerate this phenomenon well, perhaps because the cannula are bigger, the potential for paediatric patients to find this uncomfortable is also described in the literature. In a minor study, li et al. 2022 noted that lower "comfort" scores for those receiving aerosol via aerogen® vmn concurrent to hfnot were "largely attributed to condensation from the nasal cannula in adults" . Specifically related to the treatment of children with concurrent aerosol drug delivery via aerogen® vmn and hfnot valencia-ramos et al. 2022 assessed this type of endpoint specifically (comfort/tolerance) and found this combination to be a better alternative to use of [?]similar devices' with regards to aerosol drug delivery comfort and satisfaction. However, they did note. Regarding the comment on spo2 and "desaturation". Typical clinical practice would aim to maintain spo2 above 92% and below 98% with oxygen therapy normally initiated for those with an spo2 < 90% on room air. The degree of "desaturation" in this incident, potentially due to an interruption to therapy is not described. A target spo2 range may vary depending according to individual patient factors. In the absence of further details the clinical impact and severity of the potential desaturation cannot be commented upon.

Event description:
A few patients weight range from 5 - 15kg were using aerogen solo with fisher & paykel airvo2 (high flow nasal cannula) with flow range 10 - 30lpm. Humidification temperature was fixed at 34 [?]c. Common drug used was salbutamol diluted with nacl (1:4). In the middle of the session, these patients found to be not comfortable during neb due to high condensation happened at the end of cannula tips, some of desaturate to below 90% of spo2 because of patient couldn't tolerate with the condensation happen. This condensation happened during neb session only.

Manufacturer narrative:
Aerogen have taken the appropriate measures to review and investigate the complaint received. Aerogen have requested further information from the reporting healthcare worker to determine further details on the event. A review per aerogen's 'field correction/removal procedure' was completed based on this complaint received. Based on the nature of the complaint, and current investigation in progress it has been concluded that no field correction or removal is required by aerogen at this time. This will be reviewed as investigation progresses and if any further information becomes available to aerogen which may impact the previous no fsca determination, the review and conclusion will be documented within the subsequent report. The device was not returned for investigation, insufficient evidence to determine a failure mode. Complaint details: a few patients weight range from 5 - 15kg were using aerogen solo with fisher & paykel airvo2 (high flow nasal cannula) with flow range 10 - 30lpm. Humidification temperature was fixed at 34 c. Common drug used was salbutamol diluted with nacl (1:4). In the middle of the session, these patients found to be not comfortable during neb due to high condensation happened at the end of cannula tips, some of desaturate to below 90% of spo2 because of patient couldn't tolerate with the condensation happen. This condensation happened during neb session only. Clinical review: in these complaints the complainant refers to discomfort due to condensation accumulating at the tips of the nasal cannula. Interruption to hfnot due to this effect is suggested to have contributed to a desaturation "below 90%" because the "patient couldn't tolerate the condensation". Firstly, concurrent aerosol drug delivery via aerogen® nebulisers or similar devices' is common and widely used and clinically, would be considered to be well tolerated, it is not believed to impeded ventilatory support during the time of inhalation. A potential for a negative impact on patient comfort during concurrent aerosol drug delivery via hfnot is described in the clinical literature with "aerosol nasal dripping" or "rain out" where aerosol condenses and accumulates as liquid is well described 2, 3. This phenomenon occurs, particularly where nasal cannula are used as the pathway for the aerosol is narrow, the humidity of the delivered gas already very high, and aerosol may impact against the cannula and collect into droplets. While adults typically tolerate this phenomenon well, perhaps because the cannula are bigger, the potential for paediatric patients to find this uncomfortable is also described in the literature. In a minor study, li et al. 2022 noted that lower "comfort" scores for those receiving aerosol via aerogen® vmn concurrent to hfnot were "largely attributed to condensation from the nasal cannula in adults". Specifically related to the treatment of children with concurrent aerosol drug delivery via aerogen® vmn and hfnot valencia-ramos et al. 2022 assessed this type of endpoint specifically (comfort/tolerance) and found this combination to be a better alternative to use of [?]similar devices with regards to aerosol drug delivery comfort and satisfaction. However, they did note. Regarding the comment on spo2 and "desaturation". Typical clinical practice would aim to maintain spo2 above 92% and below 98% with oxygen therapy normally initiated for those with an spo2 < 90% on room air. The degree of "desaturation" in this incident, potentially due to an interruption to therapy is not described. A target spo2 range may vary depending according to individual patient factors. In the absence of further details the clinical impact and severity of the potential desaturation cannot be commented upon.

Event description:
A few patients weight range from 5 - 15kg were using aerogen solo with fisher & paykel airvo2 (high flow nasal cannula). With flow range 10 - 30lpm. Humidification temperature was fixed at 34c. Common drug used was salbutamol diluted with nacl (1:4). In the middle of the session, these patients found to be not comfortable during neb due to high condensation happened at the end of cannula tips, some of desaturate to below 90% of spo2 because of patient couldn't tolerate with the condensation happen. This condensation happened during neb session only.